Event description:
It was further reported that additional log files were submitted to re-valuate driveline fault. Log file review captured a few intermittent driveline fault alarms during the ~38-day length of the file. There were no significant changes noted in the log file phase data. The log displayed a potential issue in phase 3 (orange wire) as reported before. Abdominal xray on (B)(6) 2023, was unremarkable, no obvious driveline fracture. On (B)(6) 2023, additional log files were submitted concerning ongoing driveline fault alarms. The log file data continued to indicate an issue within the driveline. Motor function had not been affected by this event. The redundant wire continued to support the left ventricular assist device (lvad) system and motor speeds worked as expected.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed silenced driveline fault alarms that could be indicative of an issue with the driveline. A direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the report of elevated lactate dehydrogenase (ldh) and plasma free hemoglobin could not be conclusively established. The patient had driveline fault alarms, as well as elevated ldh and plasma free hemoglobin. The patient¿s ldh and plasma free hemoglobin levels had been stable recently with no clinical symptoms to suggest pump thrombosis; however, the account reported that they were following the patient¿s ldh and plasma free hemoglobin levels closely. Urinalyses has been non-concerning. Blood thinner medication was modified for the elevated ldh/plasma free hemoglobin. Driveline x-rays were taken. The account continues to follow up with the patient and review log files for driveline faults. It was noted that the patient experienced a brief episode of lightheadedness without alarms; the patient¿s labs suggested dehydration. The submitted x-rays showed internal and external sections of driveline. However, a driveline wire compromise could not be confirmed via the submitted x-ray images. Review of the submitted log files found that the pump operated at the fixed speed without issue. Intermittent, silenced driveline fault alarms were captured that increased in frequency over time. The system appeared to be operating as intended, and there were no other notable alarms active in the log files. The patient remains ongoing on (B)(6) with no further reported issues at this time. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) rev. C, is currently available. Section 1 ¿introduction¿ of this document lists hemolysis and device thrombosis as adverse events that may be associated with the use of heartmate ii lvas. Section 6 ¿patient care and management¿ discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage, as well as how to respond to such events. Additionally, section 6 (under "pump performance monitoring") outlines indications of pump thrombosis, as well as how to respond to such events. This section (under "anticoagulation") also contains information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range. Section 7 "alarms and troubleshooting" outlines system controller alarms, as well as how to respond to each alarm condition. Section 8 ¿equipment storage and care¿ also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. The heartmate ii lvas patient handbook, rev. C, is also currently available. Section 4 ¿living with the heartmate ii¿ contains information on caring for the driveline. Section 5 "alarms and troubleshooting" outlines system controller alarms, as well as how to respond to each alarm condition. The relevant sections of the device history records for (B)(6) and the driveline, serial numbers (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that on clinic device interrogation driveline fault was noted. The patient also had frequent power cable disconnect last seen on (B)(6)2023. They denied any clinical symptoms. The log file recorded a few driveline fault events, the earliest recorded during this history was on (B)(6)2023. This indicated that the driveline fault detection circuitry had detected an issue with one of the conductors within the driveline. Controller exchange was recommended but being held due to patient condition/concern for thrombus, and the patient will be seen in 1 month for follow up. The patient also had elevated lactate dehydrogenase (ldh) and plasma free hemoglobin (hgb) started on (B)(6)2023, but it has been stable recently and there were no clinical symptoms to suggest pump thrombosis. A recent peak ldh was on (B)(6)2023 at 1057. First plasma free hgb (pfhgb) was collected on (B)(6)2023, elevated 50-60% above upper limit of normal. The pfhgb was done at multiple labs over this time frame, with different reference ranges, but they remained stable around 60% above upper limit of normal. Urinalyses was non-concerning. Complicating the clinical picture was that patient also had a healing foot wound that could contribute to these elevations, and then developed hematomas on their abdominal wall when they had subtherapeutic inr and required subcutaneous (subq) heparin for bridging. Of note, the patient had history of ldh elevations in years past. The patient was being monitored closely. On (B)(6)2023, patient's antiplatelet medication was changed from acetylsalicylic acid (asa) 325 mg daily + dipyridamole to asa 325 mg + clopidogrel 75 mg daily.